Event description:
A peritoneal dialysis pt's wife reports that connection of catheter fell off while in treatment and solution leaked out. Pt has had no adverse effects and pt's effluent has remained clear. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, and investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.